Event description:
The swan ganz catheter was inserted by the anesthesiologist and was not reading the pressure properly. Device was removed and a second was inserted and was working properly. No other specifics or further information regarding the device malfunction was reported.